Event description:
It was reported an unknown access set leaked. After prime, the unspecified baxter pump was started, and an air bubble was observed "coming down from the chamber so they flicked the tubing and noticed the tubing was wet." The infusion was observed and "noticed a small droplet forming outside the chamber." The leak was noted from the "bottom of the fill chamber where the tubing line connects." The infusion was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.